Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an error message "connection interrupted service code: 804". The rechargeable implantable neurostimulator (ins) therapy kept turning off every half hour. It was reviewed that service code 804 indicated that the connection to the ins was interrupted. The communication manager disconnected during the session, resulting in end of session. This could be caused by the communicator being placed a bit too far from the ins or handset, or that a telemetry issue occurred. Normally pressing exit to end the session and reinterrogating the ins should resolve the issue. However, if this does not resolve the issue and the service code recurs, they could try using another patient handset to see if the issue persists. However, this did not explain why therapy was turning off and the patient was advised to go to the hospital to have the stimulator checked.